Event description:
While attempting to defibrillate a pt the device was charged up to 200 joules and failed to discharge using defibrillator paddles. The device reportedly would not discharge using paddle actuators or using the front panel discharge button. Complainant indicated that the pt subsequently expired.